Event description:
During a product training session, one of the nurses reported that over the past three months they have had issues with the male luer coming loose from the cannula, causing leakage of blood transfusion. They reported numerous incidents, however, no specific details on the events are known and no used sets were saved.

Manufacturer narrative:
(B)(4): sample involved in these events will not be returned as they were not available. No failure investigation could be performed.